Manufacturer narrative:
The insufflator has been returned and evaluated by the failure analysis team and in lighthouse, the event logs showed that "invalid tube set" messages confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the "invalid tube set" message was not triggered, not replicating the reported event. As a result of these findings, failure analysis could not conclude a root cause for this issue.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported a message on the screen instructing to disconnect and replace the insufflator tube set. The tse recommended that the caller reseat the tube set or replace it with a new tube set. The caller stated the current tube set seemed to be working. However, the tse advised replacing the tube set and returning the tube set with the error message under an RMA. The caller mentioned they may try a new tube set and will reboot the system after the case. Later, the csr contacted the tse and reported that the issue had reoccurred. The customer reported an invalid tube set message displayed and they are losing insufflation. The customer was in the process of grabbing a replacement tube set at the time of the call. The tse asked whether both of the previous tube sets were from the same lot number, but the customer could not confirm and stated they would check after the procedure. The customer also mentioned they would reboot the insufflator if replacing the tube set did not resolve the issue and would use another insufflator if needed. The csr ended the call to assist or staff. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: the robotics coordinator said the procedure was completed using the same insufflator, but the issue was not resolved. During the procedure error message kept occurring stating to replace the tube set. The customer replaced the tube set but after some time the same error message occurred. They changed the tube set 3 times during the procedure. After the tube set is changed the issue did not occur for a while but reoccurred again.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to reproduce the error, but the fse replaced the insufflator. Fse found that house gas line connected to wall port hand only been hand tightened, this easily could have also caused this issue. Isi received the insufflator involved with this complaint. However, failure analysis has not completed their investigation as of the date of this report.